Manufacturer narrative:
(B)(4).

Event description:
It was reported " educator reported iab rupture. No further informaiton available".

Event description:
It was reported " educator reported iab rupture. No further informaiton available".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24c0167. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in bio-hazard bag. Upon return, the short arterial pressure tubing was noted connected to the iabc luer. The supplied datascope driveline tubing was connected to the short driveline tubing. The super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing, the bladder was fully unwrapped. The outer lumen was noted damaged at approximately 76cm from the iabc distal tip; the damage is consistent with being flattened. The central lumen was noted broken at approximately 28cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc leak was tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; multiple leak sites leaks were immediately detected from the outer lumen at previously noted damage. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guide-wire exited the central lumen at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximate-ly 76cm from the iabc luer, which is the locations of the previously noted kink. The guidewire exited the central lumen at the location of the broken central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for blood in the helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken which can cause blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends.